Event description:
It was reported that in a excelsius gps surgery the surgeon did a 2 level alif l4-s1. The merge and all screws went well except l5 on right. The screw missed high and was hitting the cage. We did get an error message at the beginning of the case. After first merge the robot would not raise or lower so we had to do a hard shutdown as a software rest did not work. All screws were successfully placed after doing a new merge.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that an system malfunction was observed during the case. The case was completed with no adverse effects to the patient reported. There were no logs to perform a thorough review. However, the description indicates that this was a case of pre-operative merge failure, as the user reported that the second merge was successful. The user is advised to perform a thorough review of the merge before accepting it. The severity observed did not exceed the anticipated severity. The observed overall risk level is 8 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.